Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported that while in use on a patient, water droplet remained in the inflation line, and cuff pressure could not be adjusted by the controller properly as usual. The tube was replaced with another. No patient harm. The removed tube was checked by the sales rep, and he was able to withdraw about 1ml of water from the line.